Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead the explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was causing discomfort, pain and feeling a burning sensation. It was noted that there was no actual burn and the patient was hurting. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.